Event description:
It was reported that the device exhibited a continuous air alarm despite multiple set changes and resets. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. G4: 510k number unavailable. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log review was not applicable. Functional testing was able to replicate and confirm the reported issue; the pump¿s air detector was found to be non-functional. The root cause was unknown. The air detector was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.